Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous peripheral intervention treatment procedure a balloon rupture occurred. The 100% stenosed lesion was located in a calcified and moderately tortuous common iliac artery. The sterling otw, 8.0mm x 40mm x 80cm (4f) balloon was inflated to six atmospheres. On the second inflation the balloon was inflated to ten atmospheres and ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.